Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), a posterior leaflet flail and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, after the transseptal puncture the patient developed supraventricular tachycardia during the advancement of the steerable guide catheter (sgc) which required emergency synchronized cardioversion. The steerable guide catheter sheath was identified to be deformed intraoperatively and it was removed from the patient. A replacement sgc was successfully advanced within the patient and a mitraclip xtr was implanted successfully. The procedure was discontinued, the final mr was grade 2. There were no clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.